Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator iris potentiometer was calibrated. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in an accidental radiation occurrence.

Event description:
The customer reported that the system displayed a collimator iris is too large error message. No pt injury was reported.